Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that they did notify their doctor regarding the sudden change in symptoms issue but was told to call the manufacturer. The circumstances that led to the issue was reported as the patient was running to the bathroom with diarrhea and wanted to talk to someone to see if the device was still on and to ¿change the number¿. The patient reported that they sudden change in symptoms issue was resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for fecal incontinence. It was reported that the patient got their device for fecal control and was having problems because they were constantly having to run to the bathroom for diarrhea. It was found that the stimulation was on program 3 at 3.3 volts (v). They increased it to 5.0 v and felt stimulation comfortably. This was noted to be a sudden change in therapy/symptoms and started in (B)(6) 2018. The patient was redirected to their healthcare professional (hcp) if the symptoms didn¿t improve. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient reporting that they've had a return of symptoms. They didn't "have any notice", was experiencing diarrhea, and "it was not doing anything". Patient clarified they were referring to not having effective symptom contr ol/return of symptoms and that they weren't feeling stimulation. Patient confirmed they felt stimulation initially but no longer feels it. They mentioned the therapy worked fine the first month of implant. Patient had tried different settings/programs but have continued to experience symptoms. During the call, patient synced to the programmer showing stim was on and set to program 1 at 5.5. Patient increased stimulation and initially stated they felt a slight stimulation but the stimulation went away. Patient then increased program 1 up to 6.5 and stated she weren't feeling stimulation. Patient was given assistance to change to program 3 and increased to 7.4 reporting they felt stimulation at a comfortable level in the bicycle seat area. Patient stated it didn't feel like a vibration but more like a pulling sensation. It was reviewed it takes time for body to respond to therapy, therefore titrations should be discussed with hcp and to consider completing voiding diary to track progression/therapeutic response. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who called back to report and issue that occurred right after getting off the phone on (B)(6) 2018. Patient said they turned around, walked 2-3 feet, and it all came out without warning again; programming considerations and expectations were reviewed. Patient said they take loperamide and that they wear depends. At the time of this call ((B)(6) 2018), patient is on program 3 at 5.2v and stimulation was on. The patient said it just comes out like water and they don't have any warning whatsoever. Patient then asked if they should feel stimulation right before going to the bathroom; therapy theory and expectations were reviewed. The call center then reviewed that it takes time for the body respond to changes, and successful therapy would be 50% or greater improvement of symptoms. The patient was redirected to their healthcare provider (hcp) to discuss symptoms and programming; additional troubleshooting was declined on the call. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who said they've had an increase in diarrhea. They further said they've "had diarrhea everyday and I saw [managing healthcare provider (hcp)] and he put me on donaltab 4 times a day and I still have running to the bathroom and I'm not getting any stimulation whatsoever." Patient added this has been happening for "quite awhile now, several months now." No stimulation adjustments were made when the patient met their hcp; they were only put on donaltab. During the call, the patient had access to their patient programmer (pp) so they synched to their ins which showed stimulation was on; they were at 5.8v on program 3. They have the ability to change programs and/or adjust stimulation and stimulation was adjusted to 6.1v on program 4, but the patient could not feel stimulation at contact closure. As a result of what was reported, they were advised to follow up with their hcp; a loss of therapy was reported. No further patient complications have been reported as a result of this event.